Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported experiencing moments of latency during aspiration. It is unknown when did the event occur and if there was a patient involved. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The event occurred during surgery and a cassette was replaced to complete the surgery. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, root cause in relation to the system remains inconclusive. (B)(4).